Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, implantation in (B)(6) 2016 of a mesh - patient (woman) seen in consultation in (B)(6) 2016 for chronic pain. Clinical consequences: painful palpated strip over its entire length, pain radiating on clinical examination. Intervention in (B)(6) 2016 to remove the strip. Patient review in consultation in (B)(6) 2017: much less pain. There was a small thread that interfered vaginally and physician removed the mesh.